Manufacturer narrative:
Additional information has been requested. Implant date is (B) (6) 2009. Date of manufacture cannot be determined without the lot number. No device or lot number has been provided. As a result, no conclusions can be made at this time.

Event description:
Approximately six months after being implanted with a short trochanteric fixation nail, the patient complained of pain and x-rays showed medial migration of the helical blade through the femoral head. The tfn construct was removed and replaced with norian bone void filler. This is report 1 of 2.